Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of an apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There multiple kinks throughout the shaft and hypotube of the device. Microscopic examination of the balloon revealed a large pure circumferential burst in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2014 . It was reported that balloon leak occurred. The 20mm x 3mm, de novo, concentric, 90% stenosed target lesion contained a <= 45 degree bent was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm apex balloon catheter was selected to dilate the lesion. The physician attempted to use the device, but saline leak was found when dilatation was performed at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed balloon tear.